Event description:
A valiant captivia stent graft system was implanted in a patient for the endovascular treatment of 7.7 cm thoracic aortic aneurysm. The proximal aorta was 30 mm in diameter and 50 mm in length. The distal aorta is 30 mm in diameter. The right and left access vessels are 10 mm in diameter. There is severe tortuosity in the aorta and moderate access artery tortuosity. One year post index procedure the CT revealed that there was a type ii endoleak. It was left uncorrected. Two year post index procedure, CT revealed that there was an unknown type endoleak either a distal type I endoleak or a type ii endoleak. The physician decided to implant an iliac limb in case there was a distal type I endoleak. After the intervention, it was confirmed the endoleak was a type ii. The investigator assessed this event to possibly be related to the device and remotely related to the procedure. The physician will monitor the patient. No additional clinical sequelae were reported.

Manufacturer narrative:
Results: inherent risk of procedure (endoleak). Patient's condition affected effectiveness of device (type ii endoleak). Conclusion: device failure/lack of effectiveness related to patient condition (type ii endoleak).